Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). After a non-bsc guide wire crossed the lesion, predilatation was performed with a 1.5mm x15mm emerge¿ balloon catheter. The physician then selected another 2.00mm x 15mm emerge¿ balloon catheter and dilated the proximal and distal portion of the lesion. However, on the 1st inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.0mm x 15mm non-bsc balloon catheter. No patient complications were reported. The patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).